Event description:
On 10/15/97 a pt found to have expired while using the suspect device. Although it was noted that the device was delivering breaths, no significant pressure was being registered on the pressure manometer. It was noted that the exhalation valve was wrapped in a towel or rag. When the rag was removed, it was observed that the exhalation valve tubing had been disconnected. Although the device was not returned for eval, a designated employee was permitted to observe testing of the unit by an independent respiratory therapist. This testing was also witnessed by an officer from the police dept. The device was found to be operating to specs. The low pressure alarm was set at 4-5 cmh20 pressure.